Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-13999mf, fastpass scorpion, sl-mf, batch 15289038, was received for investigation. Upon visual inspection, it was noted that the jaws do not close all the way. Functional testing was not performed due to the damage to the device. This is a known manufacturing issue addressed through nonconformance. The complaint allegation is confirmed. Refer to the investigation images.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/12/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion had problems with the jaws. A case was involved, and no patient was harmed. Additional information received on 05/27/25: the issue is that the jaw does not close all the way and when passing the suture through tendon, it inhibits the ability for the capture mechanism to work because of a defect in the trigger mechanism located on the handle.